Event description:
A caller reported experiencing a continuous glucose monitor error with their device. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the customer successfully started their sensor session without any further errors.